Event description:
A patient with head and neck cancer who presented to interventional radiology mid -year at which time an 18 fr mic gastrostomy tube was placed. He then presented approximately one week later with weakness and was incidentally found have pneumoperitoneum on cxr. Follow up CT re-demonstrated pneumoperitoneum and also showed a small amount of extra-luminal contrast adjacent the stomach. The images were reviewed the following day with the surgeon and it was noted that one of the t-tacks was no longer present.